Event description:
It was reported that the patient has experienced elevated seizure activity. The patient's father reported that he thinks the patient's seizures have been worse since generator replacement in 2012. The patient's father questioned whether the device was functioning properly. The patient was seen by the physician at which time device diagnostics were within normal limits. The neurologist recommended that the patient get a second opinion. No additional relevant information has been received to date.

Event description:
It was reported that the physician believes the seizures were related to vns device settings.